Manufacturer narrative:
Device was discarded at the user facility. The root cause of the event could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified, very tortuous, 99% stenosed left anterior descending (lad) artery. After crossing the lesion, the balloon ruptured at 6 atms. The number of inflations and to what pressures is unknown. The procedure was successfully completed with another maverick2 monorail balloon. There were no reported pt complications. Pt status listed as "good."